Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the image sensor unit becoming damaged. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus, on behalf of the customer, noise occurred and the image did not appear temporarily on the hd endoeye laparo-thoraco videoscope during estimate inspection. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the noise occurred and the image was temporarily unavailable due to damage to the imaging unit. In addition, it was noted, the curved rubber adhesive part was missing, switch button 1 was not working and the operating part angle fixing part was loose. There were also scratches are found on the curved rubber, the nigiri cover, the operation part, the grip, the angle lever, the video connector, the light guide connector and the video connector case. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.